Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the coronary artery. A 38 x 3.00mm promus elite drug-eluting stent was selected for use. Upon unpacking, it was noticed that the tip of the stent was deformed. The procedure was completed with different device. No patient complications were reported. The patient status was stable.

Manufacturer narrative:
B5. Describe event or problem updated. Device evaluated by MFR.: promus elite ous, mr, ous 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with the struts in the proximal to mid stent region lifted and pulled proximally. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues identified.

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the coronary artery. A 38 x 3.00mm promus elite drug-eluting stent was selected for use. Upon unpacking, it was noticed that the tip of the stent was deformed. The procedure was completed with different device. No patient complications were reported. The patient status was stable. It was further reported that during unpacking, the tip of stent strut was deformed.

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the coronary artery. A 38 x 3.00mm promus elite drug-eluting stent was selected for use. Upon unpacking, it was noticed that the tip of the stent was deformed. The procedure was completed with different device. No patient complications were reported. The patient status was stable. It was further reported that during unpacking, the tip of stent strut was deformed.

Manufacturer narrative:
B5. Describe event or problem- updated.